Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an issue with five infusions set were leaking from site. The first event occurred on (B)(6) 2024 and second event occurred on (B)(6) 2024. The blood glucose level was between 200mg/dl and 250mg/dl for both events. The infusion set was in use for both events about 1 day. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-10042 - device 1 of 5. E1: patient country: united states.